Event description:
The customer reported to olympus that the monitor had an amber light that would not go away, the menu could not be accessed, and the monitor could not be turned on. This issue occurred during preparation for use of an unknown diagnostic procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found bezel screen scratches, cosmetic wear, no image, no user control, and a faulty printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "amber light that won't go away and can not access the menu" was caused by a failure of the mb-1251 board substrates. Olympus will continue to monitor field performance for this device.